Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 22.2 mmol/l at the time of incident and the current blood glucose level was 20.3 mmol/l. Customer experienced symptoms related high blood glucose was headache. Customer called high blood glucose after a tubing detachment. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. The insulin pump will not be returned for analysis.